Event description:
It was reported that during an infusion set supply change, the infusion site detached when the ilet user removed the needle guard on two sets, and technical support advised twisting the needle guard before lifting to prevent site removal. There were no reported clinical signs, symptoms, or conditions, and the user¿s blood glucose was not impacted as the set was replaced promptly. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue consistent with an improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.